Manufacturer narrative:
An event of incomplete coaptation and central regurgitation were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Imaging received appeared to show adhered leaflet with a significant amount of regurgitation. Based on available information, the reported incomplete coaptation and central regurgitation could not be conclusively determined. The reported prolonged hospitalization was result of case specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Codes removed: health effect- impact code: 4624.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, the valve was able to be implanted successfully at a depth of 3mm on the non-coronary cusp (ncc). On (B)(6) 2025, a transesophageal echocardiogram (tee) revealed moderate to severe regurgitation and the bioprosthetic cusp in the traditional right coronary cusp position is not functioning and appears to be adherent to the anterior portion of the bioprosthetic stent. Valve-in-valve procedure was not performed since the patient reached an overall deconditioning with a risk to comorbidities. The patient was discharged with an intention of entering into a hospice care.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, the valve was able to be implanted successfully. On (B)(6) 2025, a transesophageal echocardiogram (tee) revealed moderate to severe regurgitation and the bioprosthetic cusp in the traditional right coronary cusp position is not functioning and appears to be adherent to the anterior portion of the bioprosthetic stent. A valve-in-valve implantation was required. The patient was re-admitted in hospital.